Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there were "cannot start pump" and "user confirmed power down started" alarm messages. Functional check and visual inspection were performed. The reported issue was able to be confirmed. The pump was found to be displaying "cannot start pump with air in-line", and "prime tubing" alarm messages. The air detector was damaged and will be replaced to resolve the issue. This issue was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line alarm. There was no reported adverse event.